Event description:
New information available on (B)(6) 2017 states the lead was capped and replaced on (B)(6) 2017. No further information was available.

Event description:
New information available on (B)(6) 2017 states that, the lead was noted to be fractured. It was also noted that the lead was failing with noise and impedance changes.

Event description:
It was reported that patient presented in clinic for follow up with 2 ventricular fibrillation episodes and noise exhibited on the right ventricular lead. Upon review of stored electrograms, true lead noise was observed. There was no inappropriate therapy delivered during the event. No interventions were performed. Lead replacement surgery was discussed and delayed due to other medical issues. The patient was reported to be stable post interrogation.